Event description:
Same case as 2134265-2014-01556 and 2134265-2014-01436. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used but could not pull back. They changed a thread and confirmed drape, but the problem was not resolved. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-in for overnight without any failures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-01556 and 2134265-2014-01436. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used but could not pull back. They changed a thread and confirmed drape, but the problem was not resolved. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable.